Manufacturer narrative:
Device passed the displacement test, sleep current test and active current test. Blank display not confirmed. Pump failed the self test due to no vibration caused by moisture damage on the harness assembly vibrator. No pump error 63 alarms noted during testing and were not found in the formatted history file. Moisture damage was found on the electronic assembly during visual inspection. Device received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that their insulin pump was exposed to moisture and home screen was not appeared on the display. Customer reported that there was fluid in the battery compartment. Customer stated o-ring and battery cap had no issue. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.